Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of its body was identified, along with a leak caused by a hole at the corner of a fold in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. Upon microscopic evaluation it was noted that the pump tubing was not returned for analysis since it was cut down to the pump block. No leaks were identified; however, the component did not pass activation test during functional examination. Based on the information available and analysis results, the hole identified in the cylinder, along with the pump not passing functional inspection, could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.